Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down and act buttons sometimes had to be pressed 2 to 3 times to work and screen sometimes rainbows forcing patient to angle insulin pump to see display. Customer reported that insulin pump batteries had to be changed from every other week down to a day, insulin pump had rejected new batteries and received no delivery alarm and gave a few a error codes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.